Manufacturer narrative:
Argus case: (B)(4).

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a patient who received haleon toothbrush (dr (B)(6)) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr (B)(6) . On (B)(6) 2023, an unknown time after starting dr (B)(6), the patient experienced accidental device ingestion by a child (serious criteria haleon medically significant and other: serious as per reporter). On an unknown date, the patient experienced product complaint. The action taken with dr best erste zaehne was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr best erste zaehne. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 17nov2023. The reporter reported that,"the bristles of toothbrush "first teeth" loosen after a short time during normal use and our child has swallowed it today. This has already happened to us with another toothbrush of the same type, but we thought of a production defect and bought a new one. But the same thing happened again and after reading the reviews today at we are no exception. I would like to have a statement from you on how you can sell such a product with such a serious deficiency to children of all ages 0-2. From my point of view, this is highly dangerous. Remove such a bristle from the neck of an infant of this age." Follow up information was received on 17nov2023, it was reported that " the photo of the suspect drug was added". Initial and follow up was processed together. Follow up 2 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Consumer stated "I tried to take photos with the readable batch number, but with the best will in the world this is not possible. I have thrown away the packaging so I can only tell you the number I read and will then send you the toothbrush. The number is (B)(6). We no longer have the second toothbrush with which the same thing happened to us. However, it was not purchased at the same time as the one mentioned above, so they cannot have been from the same batch". Investigation evaluation: condition of complaint sample(s), description of complaint classification : expedite complaint. Reciept sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required., a final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 3 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. No new information updated. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 4 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for lot number s3157135s. Nt lot number invalid s3157135s, cant be detected in sap. Investigation evaluation: condition of complaint sample(s), description of complaint classification : expedite complaint. Reciept sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required., a final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 5 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for lot number s3157135s. No new information reported. Follow up 2, 3, 4 and 5 documents were processed together. The follow up information was received on 13dec2023 by quality assurance department for case number (B)(4) for s3157135s lot number. Investigation evaluation: 2023-11-28 08:03:59: complaint response # haleon 30314 condition of complaint sample(s), description of complaint 4 classification : expedite complaint reciept sample: schiffer didn't receive the sample for investigation, yet. Verbatim: consumer verbatim in local language: [?]sehr geehrte damen und herren, die borsten der zahnbürste [?]erste zähne" lösen sich bei normalen gebrauch nach kurzer zeit und unser kind hat sich heute daran verschluckt. Dies ist uns bereits bei einer weiteren zahnbürste gleichen typs passiert, allerdings dachten wir da an einen produktionsfehler und haben eine neue gekauft. Aber das gleiche ist wieder passiert und nachdem ich heute bei heute die bewertungen gelesen habe, sind wir da keine ausnahme. Ich möchte gerne von ihnen eine stellungnahme haben, wie sie so ein produkt mit so einem gravierenden mangel ausgerechnet an kinder von 0-2 jahre verkaufen können?! Aus meiner sicht ist das hoch gefährlich! Entfernen sie einmal einem kleinkind in diesem alter solch eine borste aus dem hals! Mit freundlichen grüssen.new info received on 17.11.2023, 19:36. Sehr geehrte damen und herren, ich habe versucht fotos mit der lesbaren chargennummer zu machen, dies ist beim besten willen nicht möglich. Die verpackung habe ich entsorgt insofern kann ich ihnen nur die abgelesene nummer mitteilen und werde ihnen die zahnbürste dann zusenden. Die nummer ist s3157135s die 2. Zahnbürste mit der uns identisches passiert ist, haben wir nicht mehr. Sie wurde aber nicht zeitgleich mit der oben genannten gekauft, sie können deshalb nicht aus der gleichen charge gewesen sein. Mit freundlichen grüssen " consumer verbatim in english: ladies and gentlemen the bristles of the "first teeth" toothbrush loosen after a short time during normal use and our child choked on them today. This has already happened to us with another toothbrush of the same type, but we thought it was a production error and bought a new one. But the same thing happened again and after reading the reviews at today, we are no exception. I would like to get a statement from you on how you can sell such a product with such a serious defect to children aged 0-2?! In my opinion this is extremely dangerous! Try removing such a bristle from the neck of a toddler of this age! New info received on november 17th, 2023, 7:36 p.m. I tried to take photos with the readable batch number, but with the best will in the world this is not possible. I have thrown away the packaging so I can only tell you the number I read and will then send you the toothbrush. The number is (B)(4). We no longer have the second toothbrush with which the same thing happened to us. However, it was not purchased at the same time as the one mentioned above, so they cannot have been from the same batch. Best regards " notice : the following details assume that it is product of schiffer. Root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required., a final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. Photo documentation;2023-12-13 11:53:59: complaint report # haleon 30314 condition of complaint sample(s), description of complaint classification : expedite complaint reciept sample : schiffer received one sample for investigation. Verbatim : consumer verbatim in local language : [?]sehr geehrte damen und herren, die borsten der zahnbürste [?]erste zähne" lösen sich bei normalen gebrauch nach kurzer zeit und unser kind hat sich heute daran verschluckt. Dies ist uns bereits bei einer weiteren zahnbürste gleichen typs passiert, allerdings dachten wir da an einen produktionsfehler und haben eine neue gekauft. Aber das gleiche ist wieder passiert und nachdem ich heute bei heute die bewertungen gelesen habe, sind wir da keine ausnahme. Ich möchte gerne von ihnen eine stellungnahme haben, wie sie so ein produkt mit so einem gravierenden mangel ausgerechnet an kinder von 0-2 jahre verkaufen können?! Aus meiner sicht ist das hoch gefährlich! Entfernen sie einmal einem kleinkind in diesem alter solch eine borste aus dem hals! Mit freundlichen grüssen. New info received on 17.11.2023, 19:36. Sehr geehrte damen und herren, ich habe versucht fotos mit der lesbaren chargennummer zu machen, dies ist beim besten willen nicht möglich. Die verpackung habe ich entsorgt insofern kann ich ihnen nur die abgelesene nummer mitteilen und werde ihnen die zahnbürste dann zusenden. Die nummer ist s3157135s die 2. Zahnbürste mit der uns identisches passiert ist, haben wir nicht mehr. Sie wurde aber nicht zeitgleich mit der oben genannten gekauft, sie können deshalb nicht aus der gleichen charge gewesen sein. Mit freundlichen grüssen " consumer verbatim in english: "ladies and gentlemen the bristles of the "first teeth" toothbrush loosen after a short time during normal use and our child choked on them today. This has already happened to us with another toothbrush of the same type, but we thought it was a production error and bought a new one. But the same thing happened again and after reading the reviews at today, we are no exception. I would like to get a statement from you on how you can sell such a product with such a serious defect to children aged 0-2?! In my opinion this is extremely dangerous! Try removing such a bristle from the neck of a toddler of this age!. New info received on november 17th, 2023, 7:36 p.m. I tried to take photos with the readable batch number, but with the best will in the world this is not possible. I have thrown away the packaging so I can only tell you the number I read and will then send you the toothbrush. The number is s3157135s we no longer have the second toothbrush with which the same thing happened to us. However, it was not purchased at the same time as the one mentioned above, so they cannot have been from the same batch. Best regards" notice : the following details assume that it is product of schiffer. Root cause analysis investigation according the shared lot code from toothbrush made. Remaining information are traced back and giving us the following information: result: toothbrush made by m&c schiffer production date: 06.06.2023 machine: b 029 lotcode: s 3157135s analysis includes visual and microscopic inspection, as well as review of production process data and in [1] process control documentation. The documentation of the in-process control and the entries of the digital shift log give no indication of an incorrect production. In-process control: bundle filling, filament diameter and bundle tuft retention force are within the tolerance and are therefore ok. The inspected retention sample is also ok. The microscopic inspection showed damage at the filaments and toothbrush head (back). Scratch marks and tooth marks are clearly visible on the back of the head. The anchor impact is present. This damage is obviously caused by inappropriate use. Based on this analysis, a production error can be excluded. This complaint has been logged and will be evaluated and present in the monthly complaint review process. Photo documentation. Complaint conclusion: the complaint was concluded as unsubstantiated. The pqc number was reported as pqc224620.

Manufacturer narrative:
Argus case: (B)(4).

Event description:
The bristles of toothbrush loosen after a short time during normal use and our child has swallowed it today [accidental device ingestion by a child] case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion by a child in a patient who received haleon toothbrush (dr (B)(6)) toothbrush (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started dr (B)(6). On 17th november 2023, an unknown time after starting dr (B)(6), the patient experienced accidental device ingestion by a child (serious criteria haleon medically significant and other: serious as per reporter). On an unknown date, the patient experienced product complaint. The action taken with dr (B)(6) was unknown. On an unknown date, the outcome of the accidental device ingestion by a child and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion by a child to be related to dr (B)(6). This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received from consumer via call center representative (email) on 17nov2023. The reporter reported that,"the bristles of toothbrush "first teeth" loosen after a short time during normal use and our child has swallowed it today. This has already happened to us with another toothbrush of the same type, but we thought of a production defect and bought a new one. But the same thing happened again and after reading the reviews today at we are no exception. I would like to have a statement from you on how you can sell such a product with such a serious deficiency to children of all ages 0-2. From my point of view, this is highly dangerous. Remove such a bristle from the neck of an infant of this age." Follow up information was received on 17nov2023, it was reported that " the photo of the suspect drug was added" initial and follow up was processed together. Follow up 2 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. Consumer stated "I tried to take photos with the readable batch number, but with the best will in the world this is not possible. I have thrown away the packaging so I can only tell you the number I read and will then send you the toothbrush. The number is s3157135s we no longer have the second toothbrush with which the same thing happened to us. However, it was not purchased at the same time as the one mentioned above, so they cannot have been from the same batch". Investigation evaluation: condition of complaint sample(s), description of complaint classification : expedite complaint receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required., a final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 3 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for unknown lot number. No new information updated. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 4 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for lot number s3157135s. Nt lot number invalid s3157135s, cant be detected in sap. Investigation evaluation: condition of complaint sample(s), description of complaint classification : expedite complaint. Receipt sample: schiffer didn't receive the sample for investigation, yet. Notice : the following details assume that it is product of schiffer root cause analysis the review of manufacturing / packaging batch records did not indicate that this complaint may be due to a processing problem. A trend analysis with same product of complaint subject shows no abnormalities. No recall has been started by this article. Further investigation is not possible without receiving the complaint sample. This complaint has been logged and will be evaluated and present in the monthly complaint review process. On the basis of the above the complaint is considered as closed. With the receipt of the complaint sample, the complaint will be re-opened and further investigation carried out as required., a final report will be issued in accordance with the quality agreement within 30 days after receiving the complaint sample. The investigation reports concluded that, complaint stands unsubstantiated. Product complaint no. Was reported as (B)(4). Follow up 5 information was received on 28nov2023 from quality assurance (qa) department regarding complaint (B)(4) for lot number s3157135s. No new information reported. Follow up 2, 3, 4 and 5 documents were processed together.